Event description:
Customer alleged blood glucose result of 1.8 (units of measure not provided) was reported by the advantage system. Results below 10 mg/dl are outside the reportable range of the device and the device should display "lo" for these results. Customer reported no symptoms with these results. Custoner did not treat or act on results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products andtherapy dates:vytorin - 40mg dailyatenolol - 25mg dailyglipizide - 10mg twice dailyplavix - 75mfg dailycoreg - 12.5mg twice dailylisinopril - 10mg daily